Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Blood glucose reading went from 50 mg/dl up to 575 mg/dl and customer¿s blood glucose at time of call was 104 mg/dl. Customer declined to further troubleshooting. Customer was treated with manual injection. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.